Event description:
A malfunction was reported by the customer, identified by code malf 12, without any notable events preceding it. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump and provided instructions to call back if the malfunction code reappears. The customer understood the guidance and continued using the pump without further issues.